Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a removal surgery for thoracolumbar vertebrae on (B)(6) 2022. When the surgeon removed the correction key, it came out with burrs. The surgeon guessed that the burrs came from the screw tab when cross-threading had occurred during the primary surgery. After the removal of the implants, x-rays showed that there were no metal fragments left in the patient¿s body. The removal surgery was completed successfully without any surgical delay. This report is related to (B)(4), which reports that cross-threading occurred during the primary surgery. This pc reports that burrs were found during the removal surgery. This report involves one 5.5 exp verse can scr 6.0x50. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.